Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with damaged battery was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Service history review: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Device history review: a device history review was performed finding that there was no exception, nonconformance or rework that occurred during the manufacturing of the device. CAPA assessment: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of problem unknown. The quality engineer determined this unknown condition to be refering to a damaged battery alarm; this condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed department. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.